Manufacturer narrative:
The technician found that the head motor had signs of fluid ingress. The technician replaced the head motor to repair the bed.

Event description:
Info received indicates the head motor is not working. The head section could still be lowered manually and with CPR.